Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the vitrectomy handpiece did not cut and was not recognized. This occurred prior to a surgical procedure. There was no patient involved.

Manufacturer narrative:
System no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 5, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Handpiece no further information was able to be obtained from this customer. However the equipment was returned for evaluation. The equipment was manufactured on september 23, 2005. Based on qa assessment, the product met specifications at the time of release. A handpiece was returned for evaluation. A visual assessment of the returned sample revealed, unrelated to the reported event, a small tear on the handpiece strain relief. The handpiece was connected to a calibrated infiniti console and was successfully primed and tuned. The handpiece was then run at 100% phaco power for 5 minutes without error. No problems were found with the handpiece. Therefore, the root cause of the reported event cannot be determined conclusively. Hp vitrectomy probe no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).